Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found several tip clamps failing to hold disposable tips correctly in the reported problem area of the pipette assembly. All of the tip clamps were replaced. The instrument was cleaned, inspected, tested without further problem and returned to svc.